Event description:
Same case as MDR ID: 2134265-2013-06477. It was reported that during a percutaneous coronary intervention, the deployed stent was withdrawn with the filterwire. The 90% stenosed target lesion was located in the non calcified saphenous vein graft (svg). A filterwire ez embolic protection system was placed distal to the lesion. A 4.00x16mm promus element plus stent was deployed. The filterwire was then recaptured and withdrawn. The deployed stent was removed with the filterwire outside of the patient; stent damage was noted. A new filterwire was positioned and another stent was deployed with good results. The procedure was completed after post dilation of the second stent with a 4.0 x 15 non-compliant balloon catheter. No additional patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).